Manufacturer narrative:
The user guide states ¿humalog® or novolog® . Only humalog® and novolog® have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.¿ the device is expected to be returned; however, the device has not yet been received. A

Event description:
It was reported the pump declared multiple occlusions. Reportedly, customer was using off label insulin in the cartridges. Tandem technical support reminded the customer to use labeled insulin. There was no reported adverse impact the customer's blood glucose. The customer reverted to alternate insulin therapy.